Event description:
Event: vessel perforation. It was reported that during contralateral sheath insertion the patient's lateral femoral circumflex artery was inadvertently punctured. The patient suffered blood loss of approximately 1300cc. The puncture was repaired and the graft was implanted successfully.